Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the "pacer overstimulated." It was noted that the lower case was broken and both bail covers were broken. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required unspecified repairs. It was noted that the "pacer overstimulated." The epg was returned for service. No patient complications have been reported as a result of this event.